Event description:
During an in-clinic follow up, episodes of noise resulting in oversensing was observed on the device. Abbott technical support was contacted and confirmed that these episodes were due to emi. No intervention was performed at this time. The patient was stable and will continue to be monitored.